Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 577 mg/dl. The customer stated that she may have had a bad insertion site. She advised that the issue was resolved and that it seemed as though she was receiving insulin, declining troubleshoot assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.